Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this right atrial (ra) lead recorded high out-of-range pacing impedance measurements, high capture thresholds, and oversensed noisy signals. Technical services (ts) reviewed the device data and determined that the pacing impedance had remained stable until a sudden spike reached values greater than 3000 ohms. After this spike occurred, oversensed noise was observed on the atrial channel and was stored as atrial tachy response (atr) and signal artifact monitor (sam) episodes. Ts suspected that the lead integrity may be compromised and recommended an in-clinic evaluation to determine whether lead replacement is necessary. No adverse patient effects were reported. This ra lead remains in service. Additional information was received that an attempted extraction and reimplant of this right atrial (ra) lead was performed. During the procedure, noise and out-of-range impedance measurements were noted with pocket manipulation and isometric maneuvers. The lead was also tested using a pacing system analyzer (psa), which demonstrated similar noise and impedance findings. An extraction attempt was made; however, the lead could not be fully extracted and was noted to be adherent near the subclavian region. The lead was subsequently cut proximal to this point, and the remaining portion of the lead was surgically abandoned in situ. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this right atrial (ra) lead recorded high out-of-range pacing impedance measurements, high capture thresholds, and oversensed noisy signals. Technical services (ts) reviewed the device data and determined that the pacing impedance had remained stable until a sudden spike reached values greater than 3000 ohms. After this spike occurred, oversensed noise was observed on the atrial channel and was stored as atrial tachy response (atr) and signal artifact monitor (sam) episodes. Ts suspected that the lead integrity may be compromised and recommended an in-clinic evaluation to determine whether lead replacement is necessary. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.